Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. The adhesive was returned on the sensor. Applicator was not returned for this complaint. An extended investigation also has been performed. The investigation for the reported complaint determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the reported applicator is returned, an investigation will be performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Therefore, no malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. He further reported the insertion site was notable for ¿redness, itching and purulent discharge¿ from an infection. On (B)(6) 2019 customer had contact with a pharmacist who prescribed econazole, (econazole nitrate, an antifungal) cream. No additional treatment was reported. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. He further reported the insertion site was notable for ¿redness, itching and purulent discharge¿ from an infection. On (B)(6) 2019 customer had contact with a pharmacist who prescribed econazole, (econazole nitrate, an antifungal) cream. No additional treatment was reported. No additional treatment was reported. There was no report of death or permanent injury associated with this event.